Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 590mg/dl. The customer treated with insulin. Troubleshooting provided assistance with the bolus feature and the pump self test passed. Customer declined to troubleshoot further and was advised to monitor the pump and blood glucose and call back if any further issues.